Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 26mm. The aneurysm is 175mm in length and 50mm in diameter. Aneurysm and vessel morphology are unknown. The pt has a history of coronary artery disease, high cholesterol and tobacco use. It was reported that there was a distal type I endoleak. It was also thought that the endoleak was due to a tear in the main body limb, which occurred while the unsheathed runners were advanced after deployment of the stent graft. An iliac limb was deployed within the ipsilateral limb to cover the tear. Final angiogram demonstrated no endoleak and acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.